Event description:
It was reported that a pt sustained a burn of approximately 1 1/2" to 2" on the elbow after an mr shoulder scan with an 1.5t hdi echospeed. During the scan, the pt was not padded away from the bore and to prevent skin to skin contact and looping.

Manufacturer narrative:
A ge healthcare field engineer was on site and evaluated the device and operational environment. The device performed according to specifications. (B)(4), including the requirements intended to minimize the likelihood of patient warming. The device labeling was reviewed with the customer and the working safely section of the mr safety guide (B)(4), defines proper patient positioning and padding to prevent warming during MRI scans but there were not followed by the user. The injury was attributed to user error since padding was not used avoid contact with the bore or to prevent skin to skin contact. No further actions are planned at this time.